Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked for a procedure performed on (B)(6) 2021. A 3-4mm pink thread/string was noticed in the sealed portion of the sterilization bag. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code a180104 captures the reportable event of foreign material. Block h10: investigation results a visual examination of the returned complaint device found a foreign material inside of the original unopened pouch. Microscopic analysis was performed and it was confirmed that the diameter of the foreign matter was between 3 to 4 mm, thereby confirming the reported event. The most probable root cause is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked for a procedure performed on (B)(6) 2021. A 3-4mm pink thread/string was noticed in the sealed portion of the sterilization bag. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.